Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 and severely kinked 79.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the pusher assembly was kinked. This damage likely occurred due to improper handling during re-sheathing. The od of the embolization coil was measured and found to be within specification. The root cause of the reported resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern) the physician experienced resistance; therefore, the ruby coil was retracted. The physician then attempted to re-sheath the ruby coil; however, the pusher assembly became kinked and the ruby coil was deemed unusable. The procedure was then completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.